Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the right coronary artery. The 10mm x 2.75mm wolverine coronary cutting balloon ruptured when being inflated at the lesion location. The procedure was successfully completed with a different device without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the wolverine coronary cutting balloon was returned and analysis was completed. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed inside the balloon body. During analysis, the returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied but the balloon failed to inflate. The device was returned to the water-bath and inflation was attempted several times but failed. During analysis, the device was cut 13 cm distal to port bond to attempt further functional testing of the balloon. Inflation aids were connected to the inflation device and liquid was observed to be leaking from four pinhole leaks which were located in different locations of the balloon. One pinhole leak was located at approximately 3mm distal of the proximal markerband and the other pinholes were at approximately 2mm, 3mm & mm proximal of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. However, it was noted that during the handling of the device, during attempts to inflate the balloon, the markerbands got damaged in the form of being compressed. This damage was not present when the device was initially inspected. A visual and tactile examination found no issues with the shaft of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and moderately tortuous lesion in the right coronary artery. The 10mm x 2.75mm wolverine coronary cutting balloon ruptured when being inflated at the lesion location. The procedure was successfully completed with a different device without further issue or patient injury.